Event description:
It was reported that a patient had a ventral hernia repair procedure on (B)(6) 2007 and mesh was used. During (B)(6) of 2007 the mesh tore. On (B)(6) 2007, the mesh was removed and replaced a different mesh.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This medwatch report is in response to receipt of maude event report (B)(4). This is one of three medwatches being submitted. See also medwatch 2210968-2012-03634 and medwatch 2210968-2012-03635. The same patient is represented in each medwatch.